Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal dialysis infection. The cause of the event was not reported. The infection site was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. The patient has recovered from the event. Action with dianeal therapy was unknown. No additional information is available.